Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to product event based upon reason for return. It was noted that the device was returned in less than 90 days from purchase or repair. Upon follow up, no additional information was received.

Manufacturer narrative:
Report confirmed. During the initial diagnosis of the device the temperature rise of the motor was measured to be 120.9°f and the collet reached a temperature of 211.6°f. The motor was retested to determine the rate of the temperature rise. The result of this testing determined the maximum temperature rise rate was 6.1°f/sec. The device was sent for further engineering evaluation. Engineering determined that the likely cause was identified as an out-of-dimension collet compression spring. It is suspected that the collet spring made contact with the collet carrier and caused the device to overheat. This event will be associated with CAPA (B)(4) to further investigate this failure type. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to monitor this complaint type for trends. (B)(4).